Event description:
A consumer reported that one day following intraocular lens (iol) implant surgery, he experiences a pinching feeling, tearing, blurry vision, shimmering effect, and sees a dark line in the periphery of his eye when looking at his hand. He stated he was advised by his surgeon to wait at least five days after the surgery. At the consumer's request, the surgeon was not contacted. The consumer refused to give any additional or follow up info regarding this event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. The consumer refused to give any additional or follow up info regarding this event. (B)(4).